Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have lung complications resulting in patient's death. The patient underwent lung transplant surgery in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.